Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified spine surgery, it was observed that the spring of the hand control device was not working. According to the report, the lever was getting stuck and the motor device was running continuously. It was further reported that the motor device was displaying e8 and e9 error codes. There were no delays to the surgical procedure as identical spare devices were available for use to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was observed that the spring was worn out on the device. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.